Event description:
It was reported that there was damage to the pump housing and usb port, specifically at the usb port and pins, which impacted the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer planned to continue using the pump until the charge runs out and intended to speak to their clinic on (B)(6) 2025. The pump was out of warranty.